Event description:
Customer called to report the insulin pump alarmed for motor error and no delivery. Blood glucose reading was 201 mg/dl. The no delivery alarms had been occuring for 2 weeks during the bolus process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase encoder. Unable to verify excessive no delivery alarms due to the motor error alarms. The pump also had minor scratches on the display window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.